Event description:
It was reported that the patient experienced inadequate stimulation due to a damaged lead extension that resulted in a lead impedance. The patient underwent lead extension replacement and lead explant procedure. The patient was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three days prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 18389526 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 18066271 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 17625091 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 17514207 UDI: (B)(4).